Manufacturer narrative:
Describe event or problem; "during review of the programming history it was noted that the last >25% change in impedance occurred on the day of implant. At that time the impedance changed from 0 ohm to 2000 ohms." This information was inadvertently left off on mfg. Report #1.

Event description:
During review of the programming history it was noted that the last change in impedance occurred on the day of implant. At that time the impedance changed from 0 ohm to 2000 ohms. The patient underwent generator replacement surgery on (B)(6) 2016. Pre-op diagnostic tested resulted within normal limits. Therefore the surgeon decided to leave the lead implanted. The new generator was connected to the lead and diagnostics were again within normal limits.

Event description:
The explanted generator was received on 07/06/2016 and is currently pending product analysis.

Manufacturer narrative:
.

Event description:
It was reported that high impedance was observed on (B)(6) 2016. The patient underwent revision surgery on (B)(6) 2016 (MFR. Report # 1644487-2016-00633). It was reported that pre-operative device diagnostics were within normal limits. Post-operative diagnostics with the same lead and generator were again within normal limits. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date."

Manufacturer narrative:
.

Event description:
Product analysis was completed on the explanted generator. Analysis found that the generator performed to functional specification. The internal data of the generator was reviewed and found that the last >25% change in impedance value was on the day of implant, (B)(6) 2014. The prechange value was 0 ohms and the postchange value was 2000 ohms.

Event description:
Programming history was received that showed pre-operative and intra-operative device diagnostics were within normal limits and no high impedance was seen. It confirmed that in pre-op at 7:13 am and in post-op at 8:37 am, the lead and generator's diagnostic results were within normal limits. No additional relevant information has been received to date.